Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The patient is not receiving therapy and will likely require surgical intervention.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The manufacturer narrative data was missing in the initial report in error, which is included in this report.

Event description:
Additional information received that patient underwent surgical intervention on (B)(6) 2019, where in the ipg was explanted and replaced. Therapy restored post operatively.